Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup pump to resume insulin delivery. Customer¿s blood glucose level was 78 mg/dl.

Manufacturer narrative:
Device not returned.